Event description:
It was reported that the insulin pump had cracks around the display. No further information reported.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.